Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec 4, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the handpiece reveal that it was received disassembled and with the plunger rod partially advanced. A hole and a crack were observed at the cartridge tip; and ovd residue was also present on the outside of the cartridge and handpiece. No further evaluation was performed and no issues that could cause or contribute to the complaint issue were observed. No iol was received as part of this return. The complaint issue "haptic damaged" and "stuck in cartridge" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: patient weight: unknown, information was requested but not provided. Section a5: race: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable, there is no indication that the was explanted. Section e1: initial reporter's telephone number: (B)(6) section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that while inserting the intraocular lens (iol), the haptic bent and did not come out. To proceed with the surgery, the doctor had to disassemble the simplicity injector, remove the iol, and perform the implantation using the 1mtec30 cartridge and platinum injector. The customer noticed that the injector left a mark on the iol. No surgical interventions required and no delay in procedure reported. The patient outcome is unknown. It was indicated that ophthalmic viscoelastic device (ovd) was used in the injector which was introduced into the cartridge from the cartridge canopy. The dwell time was approximately 3 to 4 minutes, and the surgeon performed the entire procedure from start to finish. No further information was provided.